Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 438 mg/dl at the time of incident and current blood glucose was 241 mg/dl. Customer declined to perform troubleshoot. Customer was treated with needle for the high blood glucose. Customer stated that they removed a battery for a few days put a new battery in and it was not working correctly. Customer was stuck on rewind and did not have a reservoir or set ready. The device will not be returned for analysis.